Event description:
Additional information received from the manufacturer representative reported that they were aware of the lead migration on (B)(6) 2016, 3 days prior to the patient seeing their hcp for explant.

Manufacturer narrative:
Other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient had their entire system explanted on (B)(6) 2016. The patient's system was explanted because the patient had a history of multiple medical problems including type 1 diabetes, intolerance to oral feeds, and diffuse motility disorder through their entire bowel. A stoma was placed several weeks ago and it was discovered that a lead had migrated out of the stomach and was seen protruding out of the stoma. Due to the patient's many health problems and high infection risk, it was decided by the surgeon to remove the entire system. The patient was not being considered for replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.